Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
Information received from patient device tracking notes that on (B)(6) 2019, a 29mm epic mitral valve was selected for implant. During the procedure, the patient passed away while in the operating room. Additional information requested.

Manufacturer narrative:
An event of patient death during the procedure for unspecified reasons was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Information received from patient device tracking notes that on (B)(6) 2019, a 29mm epic mitral valve was selected for implant. During the procedure, the patient passed away while in the operating room. Additional information requested.